Event description:
It was reported the iab was inserted without a sheath via the femoral artery. After placement, the fiber optic sensor (fos) was connected to the pump. It was not possible to calibrate the catheter. The display showed the fos was connected and that the cal key should be connected; however, the cal key was connected. Manually calibrating the fos was not possible. As a result, the iab was removed and another brand iab was inserted. There were no reported pt complications.

Manufacturer narrative:
A comprehensive investigation into this report can not be completed as the sample will not be returned to the MFR for eval. A re-review of the DHR was completed without findings. A follow-up report will be filed if more info becomes available.